Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. One day after onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was reported to be due to the lot number of the peritoneal dialysis solution used, however additional information was unable to be obtained, the cause has been assessed as unknown. On unreported date(s), the patient was treated with vancomycin injection 1000 milligrams (route, frequency, and duration not reported) and amikacin injection 125 milligrams (route, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was unknown if the patient was recovered or was recovering from the peritonitis. No additional information is available.